Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving fentanyl via an implanted infusion pump. It was reported the patient was seen for a routine eri pump replacement. The existing catheter did not aspirate or drip csf. There was no environmental/external/patient factors that may have led or contributed to the issue noted. The catheter was explanted and a new one was implanted. It was noted the issue was resolved.